Event description:
It was reported that an ilet charging cradle required an extended period to establish charging and the ilet battery depleted faster than expected following charging. Customer care provided overnight replacement. Investigation of this case revealed a suspected charging cradle malfunction impacting battery charge retention and delivery. No symptoms reported as blood glucose was not impacted at the time of call. Outcomes included battery depletion and reduced device runtime. It was concluded that a replacement charging cradle should be provided as an initial corrective action pending further evaluation.